Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that at the time of placing the clip, the jaws of the clipper are opened to one side and the clip could no longer be placed so it had to be removed and enhance clipping with a titanium endoapplier. There was no patient injury.

Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any abnormalities. This instrument was produced at the (B)(4) in (B)(6) of 2017 as part of a 50pc. Lot. Evaluation of the returned instrument showed that the tube assembly is bent open/damaged at the jaw end and the jaws are loose and misaligned and the jaw pivot pin is pulled thru one side of the tube assembly signifying that this instrument has been mishandled at the end users facility thus we are able to validate this complaint. Instruments produced at this facility are 100% visually inspected and function tested prior to shipment to customer as this is a standardized procedure at this facility.

Event description:
It was reported that at the time of placing the clip, the jaws of the clipper are opened to one side and the clip could no longer be placed so it had to be removed and enhance clipping with a titanium endoapplier. There was no patient injury.